Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The catalog number identified in section d4 has not been cleared in the us, but is similar to the power port products that are cleared in the us. The pro code for the power port products is identified in d2. The device was returned and damaged introducer sheath was confirmed. Based upon the available information, a definitive root cause is unknown. The device was labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1806060j, implantable port, allegedly had a damaged introducer sheath. There was no patient contact in this malfunction.

Manufacturer narrative:
The sample and a photo have been provided for review. The company is still investigating the issue at this time. The device was labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the power port products that are cleared in the us. The pro code for the power port products is identified in d2.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1806060j, implantable port, allegedly had a damaged introducer sheath. There was no patient contact in this malfunction.